Manufacturer narrative:
(B)(4): evaluation date: 2024/6/13 evaluator: (B)(6) purpose: unknown status of gfe: in progress at ga24230197-1. (Intake information) event: the image does not s how up on the monitor connected to the clv-190.:the clv-190 was working as it should and they had the wrong input selected on the monitor itself. Pae judgment: pae yes investigation required: necessary tier classification: 2 universal failure code: cvp0101y containment measures: no (at this time, no facts have been confirmed to suggest that the reported event may expand.)

Event description:
It was reported that the light source image does not show up on the monitor connected to the clv-190. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the issue was solved at the facility. Based on the results of the investigation, a definitive root cause could not be determined. However, it was presumed that the wrong input might have been selected on the monitor itself, which could explain why the image was not displayed. The event can be detected/prevented by following the instructions for use (IFU): chapter 3, installation and connection chapter 4, inspection three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.